Event description:
I underwent outpatient ect at the hospital. I was told prior to treatment that ect carried a risk of some memory loss, but that this was minor and usually was recovered within 3 months of treatment. Infact, I lost many memories of the entire year before treatment, as well as for many months afterwards. Today, nearly 3 years later, I am still discovering memory deficits. I know that depression itself can cause memory problems, but these memory lapses are clustered in time around my ect. I believe the memory impairments of ect are grossly understated and that this risk is especially high for people who need a high degree of mental functioning in their careers. (I am a writer).